Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. A new cartridge was loaded to address the event. Additionally, with the new cartridge, multiple occlusion alarms occurred. Reportedly, customer reloaded the cartridge to address the event. Blood glucose was approximately 258 mg/dl.